Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The unit met factory specifications.

Event description:
It was reported to vyaire medical that the I-time was fluctuating. There was no patient involvement associated with this reported event.